Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting the pump and cartridge, cleaning the pneumatic tap area, and reattaching the cartridge correctly. The customer successfully completed the load process and resumed insulin use.